Event description:
It was reported that customer experienced difficulty using wake button on insulin pump because t button no longer worked and required very hard pressing to turn pump on or off. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor documented that pump could start, charge, and connect to computer but confirmed faulty button, while customer received replacement pump with a new serial number and no additional outcome information was provided.